Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient experienced hypoglycemic events while on the pump. The reporter stated that the patient had blood glucose levels of 37 and 42 mg/dl with symptoms of dizziness and confusion. The patient did not receive any treatment above and beyond the normal course of diabetes management. The patient had remained on the pump at the time of the call. The reporter stated that there was an issue with the pump¿s time and date settings being incorrect after a pump reboot. The patient is prompted to confirm the time and date as accurate each time the pump is turned on. This complaint is being reported based on the allegation that the patient experienced a hypoglycemic event as a result of use error of the device.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/27/2017 with the following findings: the black box showed a manual time/date change from 01/16/2016 10:04 to 12/16/2016 10:07. The last basal delivery was on 12/17/2016. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. The total daily doses added up correctly and reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering accurately and within range. Unrelated to the original complaint, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.